Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this process. After the reset, the same malfunction code did not recur, allowing the customer to continue using the pump.